Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(4). Investigation summary: there is no customer return samples for investigation. The investigating team has used the two photographs and the retentions samples to conduct the simulation of defects. On investigating the photographs, it is found that the product mix does not belong to bd (B)(4). We do not produce this product and so the product mix has not taken place on our end. DHR was reviewed for the product test. No discrepancy was reported and recorded in DHR in customer reported lot # 9278613. Investigation conclusion: the defect is confirmed. A complaint history check was performed and this is the 1st related complaint reported on lot #9278613 of the material number 302929. Root cause description: the product mix has probably happened during storage or distribution in (B)(6). The investigation needs to be done at the storage and distribution center of (B)(6). Rationale: based on the investigation, no additional investigation and no CAPA is required as the product mix does not belong to bd (B)(6).

Event description:
It was reported that sbdm syringes were found mixed in with 100 bd emerald¿ luer slip syringes with needle before use. The following information was provided by the initial reporter: "emerald syringe is mixed with sbdm syringe. Sbdm syringe is mixed at the opening of the emerald syringe's inner box.(including 20ea)."